Event description:
The user facility reported that the pt experienced a suspected reaction the dialyzer. The pt's symptoms included severe headaches during dialysis. The pt's dialyzer prescription was changed to a non-e-beam dialyzer and the symptoms are reported to have resolved. No sample available.

Manufacturer narrative:
Treatment sheets and pt demographics have been requested. This MDR includes all information received to date. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. In additional information is provided, a supplemental report will be submitted.